Event description:
It was reported via repair work order that the stir-up/calf support would not lock due to locking mechanism being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.